Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp "battery is not charging properly" is confirmed. The distributor's technician serviced the pump and noted that the battery could not hold the charge. The battery was replaced, and the issue was resolved. No part has been returned to teleflex chelmsford for investigation. The root cause of this complaint is undetermined. If a part is returned at a later date, a full investigation of the sample will be performed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during balloon pump therapy the intra-aortic balloon pump (iabp) was not charging properly. As a result, the pump was taken out of service and replaced with another pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during balloon pump therapy the intra-aortic balloon pump (iabp) was not charging properly. As a result, the pump was taken out of service and replaced with another pump. There was no report of patient complications, serious injury or death.